Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose over 400 mg/dl and 409 mg/dl as well as customer alleged for possible under delivery. Customer was treated with bolus from insulin pump and manual injection. Customer performed displacement test and insulin pump alarmed with no reservoir detected. Insulin pump will not be returned for analysis.